Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 15, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the tip of the cerclage passer is deformed. There was no reported patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the investigation confirmed that the tips from the instrument plier are deformed. The document review for material and production showed that the instrument has been produced in february 2016 and meets specification. Furthermore these instruments underwent a 100% functional inspection before leaving the plant. Without any further details afterwards it is unfortunately not possible to detect the cause for this deforming. In general we would like to indicate within insertion and clothing of the loop instruments exceeding force has to avoid elsewise deformation of the tubes brings forward. Complaint is disposed as confirmed due to evidence that tips are deformed, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.